Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge to resolve the issues. It was also reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was in 60-300 mg/dl range. Reportedly, customer continued using pump for insulin therapy.